Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: returned product consisted of a coyote fc balloon catheter with no other devices. The shaft was buckled in two locations: 58mm-62mm from the tip, 9mm ¿ 12mm from the tip. The balloon was bunched-up. The hypotube shaft was completely separated 97cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. The distal tip was damaged. There was no evidence of any product quality deficiencies noted with the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered.   The 100% stenosed target lesion was located in the severely calcified and moderately tortuous superficial femoral artery. A 1.2mmx15mmx142cm fg coyote fc mr (emerge¿) balloon catheter was advanced for dilatation, however, device was unable to cross the lesion. The procedure was not completed as same device was unavailable. No patient complications were reported and the patient's status was good . However, returned device analysis revealed hypotube break.